Event description:
Customer reported fluctuating blood glucose (bg) levels between 360 mg/dl and 443 mg/dl. Length of pod wear is unk, however, the customer did report bolusing twice (amount of insulin not specified). The pod was eventually deactivated and she reported the cannula was not inserted into her skin. The pod was returned for eval.

Manufacturer narrative:
The returned pod was evaluated and determined capable of delivering insulin. The pod's pulse width data could not be downloaded and confirmed as lost, therefore, it could not be determined how the drive functioned during pod operation. The pod was received with the cannula torn off from the distal tip of the insertion needle forward. Despite this, the pod's thorough investigation found the device was performing as intended. The piezo was found capable of delivering an audible alarm. No internal occlusion or leak was found. The needle mechanism (including cannula) deployed as intended. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore this malfunction cannot be confirmed. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customer can avoid hyperglycemia by checking blood glucose levels at least 4-6 times a day. After a total of 4 hrs of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin.